Manufacturer narrative:
The item number was updated. The following sections have been updated: b4, d1, d2 product code, d4 catalog number, g4, g7, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the implant slipped off of an unknown delivery instrument and fell to the floor. The procedure was not completed. The patient will have to return to place new implant. Tooth location 7.